Manufacturer narrative:
The reported malfunction was observed and attributed to a som board that was not properly seated on the main board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not fully power up. Complainant indicated that there was no patient involvement in the reported malfunction.